Event description:
This premature male infant, born at (B)(6) weeks, had a left cephalic PICC line placed without incident on (B)(6) 2020 the line was found to be occluded and resistance was met during an attempt to flush the line. When the dressing was removed for further evaluation a crack was identified at the proximal end of the catheter, the PICC line was successfully removed in its entirety. There was no adverse outcome to the infant.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5094738 . This complaint could not be classified as we did not receive a sample for evaluation. There are different reasons which might led to a catheter blockage like clotting of blood or drugs. We have special hints in the product's IFU: "this catheter is not suitable for blood aspiration." And "it is also necessary either to leave an infusion connected all the time, or to lock the catheter with heparin." Regarding the detected crack, it might be possible that alcohol-based disinfectant caused the damage. The IFU states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." A review of the batch history records shows there was a blockage of the production batch 8054139, but this concerned a different reason of complaint (the packaging/printing of sealing paper). Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the second complaint for the batches 8055460 and 8054139 but the very first regarding a blocked catheter on code 4g07126120 within the last three years. Without the sample we cannot say what caused the described occlusion and the crack. No further corrective action is initiated by quality management as there are no indications of a manufacturing fault. As the catheter worked well for 15 days, we do not believe that this issue was caused by manufacturing. Corrective action: no corrective action will be initiated at this time as the catheter worked well for 15 days, and the manufacturing caused could not be determined. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5094738. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
This premature male infant, born at (B)(6) weeks, had a left cephalic PICC line placed without incident on (B) (6) 2020 the line was found to be occluded and resistance was met during an attempt to flush the line. When the dressing was removed for further evaluation a crack was identified at the proximal end of the catheter, the PICC line was successfully removed in its entirety. There was no adverse outcome to the infant.